Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported spikes from 50mmhg to -10mmhg readings and inaccurate data were observed for a two-hour period from a cerelink microsensor (ID 826850) on (B)(6) 2026. Patient was at rest, confined to bed and no care procedure was done before and during this event. After those two hours, the readings returned to normal. On (B)(6) 2026, after explantation, the monitor showed "sensor disconnected from cable" when the microsensor was fully inserted in the cable connector. After multiple reconnection, there was no more error message.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink microsensor (ID (B)(6)) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history records (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint could be due to unstable sensor performance or incorrect selection of semiconductor components. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Na.